Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was not flowing properly. It was observed that solution remained inside the pump after a 24 hour infusion. The pump was filled with piperacillin/tazobactam 18g in 240ml nacl 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.